Event description:
A distributor complaint was reported concerning a pixel issue on a pump display, which affected the customer's ability to interact with or read the screen. There was no adverse impact on the customer¿s blood glucose level. Technical support arranged to replace the pump, as it was under warranty. The customer was advised to use an mdi backup therapy to ensure insulin delivery was not interrupted, instructed on how to store the pump properly, and guided to return the faulty device.